Event description:
A technician reported that following bilateral prk (photo refractive keratectomy) the patient presented with corneal haze in both eyes. The steroid drops were increased. In a follow up, the optometrist reported that the event had almost resolved after three weeks. The optometrist indicated that the event is expected to resolve completely by the patient's next follow up visit. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
A review of the logfiles shows that all treatments were completed to 100% and all laser system functions were within specifications on the date of treatment. The system history shows that the laser was successfully verified prior to, and after the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).